Event description:
While doing a routine left heart cath, staff attempted to move the suspended lead shield. The shield broke off and the arm went up and punctured a hole in the ceiling title. The shield hit the staff person on the right shin and pieces of the ceiling tile fell in her eyes. Staff member refused medical treatment. Upon viewing the pieces of the shield it appeared as if the two screws in the connection sheared apart.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was destroyed/disposed of.